Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the existing lead were revised. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.